Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an output anomaly was confirmed in the laboratory. Analysis found that one of the hv capacitors were swollen. The capacitors were analyzed by the manufacturing facility and was found to have internal damage inside of the swollen cap.

Event description:
It was reported that during implant when arrhythmia was induced, the device failed to rescue the patient at 20j and 25j. External defibrillation was used to rescue the patient. The physician reprogrammed the device, induced arrhythmia once again, the device properly detected the event and then a loud pop was heard. The device was not implanted and replaced. The new device successfully converted the induced rhythm.